Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 1 year, 8 months. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented on (B)(6) 2019 for a driveline exam after calling the day prior to report driveline pain and drainage. The driveline site continued to be painful and drainage had started earlier that week. The patient denied fevers, chills, and shortness of breath. There was no reported trauma to the driveline site and the patient reported 100% compliance with wearing the anchor. There was a moderate amount of dark red and brown drainage on old gauze, as well as a small amount of purulent drainage at the exit site. A culture was done and temperature was 36.4 celsius. Preliminary reports showed 3+ klebsiella pneumoniae and the patient was given keflex 500 mg three times daily for 14 days. On (B)(6) 2019 the exit site showed erythema, thick greenish drainage, tenderness, and wound edges were macerated. Keflex was extended 10 days. On (B)(6) 2019, driveline site still showed erythema, thick light greenish drainage, tenderness, and wound edges approximate tubing. The patient completed 14 days of keflex for klebsiella from (B)(6) 2019. However on (B)(6) 2019, cultures still showed klebsiella and the patient complained of tenderness around the site. The patient was started on ceftriaxone 2g intravenously every 24 hours while admitted. The patient was discharged on (B)(6) 2019 on levofloxacin 250 mg orally every 24 hours for 14 days. The event was reportedly resolved and no further information was provided.